Event description:
During a ptca procedure, the physician experienced difficulty advancing a balloon catheter over the wire. While attempting to advance the wire broke outside of the pt and was removed without incident. No pt injuries or complications occurred.